Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2014 with the following findings: the last bolus delivery and the last basal delivery were on (B)(6) 2014. The pump was manually suspended on (B)(6) 2014 02:53; deliveries resumed (B)(6) 2014 20:34. On (B)(6) 2014 08:23 an unconfirmed replace cartridge alarm was recorded; deliveries resumed when pump was primed at 10:40 (2 hrs 17 mins deliveries interrupted).the total daily deliveries added up correctly and reflected the users programmed basal rate. No alarms related to the complaint were observed in the alarm history; only typical usage was observed. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unrelated to the initial complaint, the battery compartment was observed to be cracked between the bumper grip and the case seal. The returned battery cap was able to attach to the pump and was used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with alleged inaccurate delivery from the pump. The reporter stated that the alleged pump malfunction occurred on (B)(6) 2014. Reportedly, the patient's blood glucose (bg) was greater than 500mg/dl with large ketones and symptoms of dehydration, polydipsia, polyuria and nausea. Reportedly, on (B)(6) 2014, the patient was treated in their healthcare provider's (hcp) office with insulin via injection and dietary supplements. It was reported that the hcp had not made pump setting adjustments before or after the alleged event and that pump use was discontinued. Troubleshooting determined that there was no identifiable pump related issue or other medical condition that could have contributed to the alleged event. This complaint is being reported for alleged hyperglycemia associated with pump use for which a pump malfunction could not be ruled out.